Event description:
It was reported patient underwent initial shoulder arthroplasty on an unknown date with competitor products. Subsequently, patient was revised to a biomet reverse shoulder system on (B)(6) 2012, due to instability, rotator cuff tear, and glenoid loosening. Patient underwent a second revision on (B)(6) 2013, due to glenoid loosening and screw fractures after lifting a bed mattress over his head and hearing a pop.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00858 / 00860).